Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was admitted to an outside hospital for a gi bleed. Symptoms were complaints of fatigue, as the patient could not walk from one room to the other without resting form weakness. The patient experienced dark stools that were no different than the stools experienced since she started iron(ii) sulfate (feso4).hemoglobin at outside hospital was approximately 8 g/dl, with previous results closer to 12 g/dl. Patient was transfused 1 unit of packed red blood cells (prbcs) prior to transfer. On (B)(6) 2017 a push enteroscopy was conducted that confirmed a single red spot in the distal duodenum that was treated after this event, reported in MFR#2916596-2019-04858. On (B)(6) 2017 2 units prbcs were transfused to increase hgb to 10.7 g/dl. Patient was discharged on (B)(6) 2017.